Manufacturer narrative:
Field change: device codes.

Event description:
It was reported that the patient experienced erosion resulting in protrusion of an inflatable penile prosthesis (ipp) through the urethra at the tip of the penis. The patient underwent a surgical procedure in which the cylinder was removed. Six months later, the patient underwent a reimplant procedure in which a new right cylinder was implanted. The patient was said to be stable following the procedure.

Event description:
It was reported that the patient experienced erosion resulting in protrusion of an inflatable penile prosthesis (ipp) through the urethra at the tip of the penis. The patient underwent a surgical procedure in which the cylinder was removed. Six months later, the patient underwent a reimplant procedure in which a new right cylinder was implanted. The patient was said to be stable following the procedure.

Manufacturer narrative:
Product investigation summary: the ipp cylinder was returned an thoroughly analyzed. Product analysis was unable to confirm the reported event. DHR review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the ams700 ipp cylinder was visually inspected and functionally tested; no leaks were found. The cylinder was pressure tested and performed within specification. Product analysis was unable to confirm the reported event. Labeling review: a labeling review was performed and according to the inflatable penile prosthesis (ipp) instruction for use document, migration, erosion and perforation are adverse events included as potential adverse events. Also there is no evidence that the device was used or handled improperly. Conclusion: the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events are included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient experienced erosion resulting in protrusion of an inflatable penile prosthesis (ipp) through the urethra at the tip of the penis. The patient underwent a surgical procedure in which the cylinder was removed. Six months later, the patient underwent a reimplant procedure in which a new right cylinder was implanted. The patient was said to be stable following the procedure.